Manufacturer narrative:
.

Event description:
It was reported that the patient presented in hospital experiencing chest pain. Upon interrogating the pulse generator the device exhibited loss of output and the patient became syncopal. The device was interrogated with a magnet placed over the device. The device was explanted and replaced later in the evening.